Manufacturer narrative:
Insulin pump received error during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error. Unit received with cracked keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they rewind insulin pump and she also had a crack on the center button of the insulin pump. The customer blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.